Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The insulin pump passed the delivery accuracy test. The insulin pump delivered a bolus properly. The insulin pump had cracked reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not delivering and the customer's sugars are elevated. The customer states that he contacted his healthcare professional and has started using the pen with the insulin pump. The customer's blood sugar at time of incident is 150 mg/dl. The customer's current blood sugar is 363 mg/dl. The customer mentioned not feeling good. Troubleshooting was performed and the insulin pump is returning.